Manufacturer narrative:
After the procedure, the hospital discarded the product. A lot history record review was completed for the product and there was no nonconformance associated with the lot number. (B) (4).

Event description:
The hospital reported that during the endoscopic vein harvesting procedure, the hemopro device kept heating after activation was stopped. A replacement unit was used to complete the procedure. The hospital did not report any pt complications.